Manufacturer narrative:
Exact date unknown, event occurred couple of months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5065571.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration determined thru x-ray. The patient underwent a lead repositioning procedure and was doing well postoperatively.